Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medtronic representative (mr) integrated 2d c-arm with ge/oec flurostar 9900 model. When the site acquired an empty image, they were getting the error message stating image activation failed. The image gets cropped on the navigation device while the image was clear on the c arm monitor. Every time the site removed the bnc cable, reconnected and pressed manual acquire, the image kept shifting on the navigation device and some point it got activated randomly. There was no patient present when this issue was identified. Another mr stated ziehm should not be being used for the ge fluorostar. Manual acquire will probably always have to be used for the empty image. Then the anatomy images should acquire and transfer automatically. The initial mr reported that he tried both ntsc and pal options under zeihm 9900 c arm, both gave the same issue. Once the cable was removed and put back only then empty image would be accepted. The only difference between selecting generic analog & zeihm 9900 c arm option is after blank image it auto transfers images under zeihm option, but to activate empty image the site has to try multiple times. The medtronic radiologic technologist (rt) stated that the ziehm should not be being used for the ge fluorostar. Manual acquire will probably always have to be used for the empty image. Then the anatomy images should acquire and transfer automatically.